Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received from conversation with surgeon: the surgeon¿s primary concern is oozing/bleeding during appendectomies. He stated more time is spent during the surgery addressing the bleeding which occurs on both the appendix stump and mesoappendix. His typical cartridge selection is blue on the appendicular stump and gray on meso. No issues noted in regard to staple form. On the appendix, the bleeding is noticed on the cut line. On meso, bleeding is sometimes noticed on the appendicular artery. Clips are used intraoperatively to address. The surgeon also mentioned that he waited different times prior to firing and did not notice a difference in outcome.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device was fired on the appendix, but did not cut all the way. A slight tag was left which started to bleed. It was unknown if it the bleed was coming from the staple line. An el5ml was used to clip the bleed. No blood transfusion was needed. Unknown how much blood was lost. The patient was held for observation instead of it being an outpatient visit.